Manufacturer narrative:
Additional patient information: (B)(6). Exact date of post-operative fixation loss is unknown. (B)(4). Per the facility, the complainant part has been returned to the patient and is not available for manufacturer evaluation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: elmira - date of manufacture: september 16, 2015 - expiration date: august 31, 2025. A review of the device history record revealed no complaint related anomalies. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) revision procedure on (B)(6) 2015 due cut out of the nail and fixation loss. The construct, which contains the nail, helical blade, and two (2) locking screws, was originally implanted on (B)(6) 2015. During the patient's post-operative care, it was discovered that the nail had cut out of and lost fixation in the bone. Although the hardware did not fail, the bone cut out was around the implanted hardware. During the procedure, the nail, helical blade, and screws were removed. The surgeon then performed a total hip arthroplasty. The procedure was completed with no reported delays or required interventions. It was further reported that the patient's right trochanteric fixation (tfn) short nail had also lost fixation. This issue, which has been captured in and reported under (B)(4), will be revised in the future. This report is 2 of 4 for (B)(4).